Event description:
A customer reported that the battery on their device was discharging too quickly. There was no information provided regarding the impact on the customer's blood glucose level. No further information was received concerning the outcome of the event.